Manufacturer narrative:
No report of injury, procedure delays or cancellations. The user facility personnel completed the procedure using another lighting system in the operating room. Steris' distributor, is responsible for the installation and maintenance of the harmony vled surgical light. Personnel from the distributor arrived on-site, inspected the vled surgical lighting system, and found the power supply in the vled light head required repair. The technician replaced the power supply, returned the unit to service, and confirmed the vled surgical lighting system was operational. The power supply was returned to steris for further engineering analysis. A follow-up report will be submitted should additional information become available.

Event description:
The user facility reported the light head on their vled surgical lighting system stopped illuminating during a procedure.

Manufacturer narrative:
The power supply was returned to steris quality for evaluation. The evaluation results of the power supply determined the voltage reading was not reaching the appropriate levels for operation. As the power supply was replaced onsite following the reported event, no additional issues have been reported.